Event description:
No patient involvement has been reported. The intended procedure was diagnostic in nature and was completed using another, similar device.

Manufacturer narrative:
This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed however, it was not possible to further identify the foreign material noted in the channel. There was no information that could establish if the event was due to the user facility's mishandling of the device furthermore, it was confirmed that the user did perform reprocessing in accordance with the instructions for use. There was no evidence of physical damage at the location where the foreign material was detected. Therefore, a further cause of the suggested phenomenon could not be presumed. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The end user facility contacted olympus to report a repair request for a stiff angulation knob with a evis lucera elite colonovideoscope. The reported phenomenon was found during preparation for use, and no procedure delay has been reported. During preliminary evaluation and inspection of the returned subject device, foreign material was found in the channel. This MDR is being submitted due to the foreign material found during evaluation and inspection. No patient or user harm has been reported.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed. The foreign material presence has also been confirmed. In addition, broken, scratched, creased, gapped, corroded, and deformed components were found. This investigation is ongoing and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.